Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind fault code. Also, a save to disk was performed and received for engineer review. Disk analysis confirmed that fault code 1003 was displayed and that the device was exhibiting a performance anomaly. Additional information indicated that this tachy device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.